Event description:
Purchased 2 ihealth covid-19 at-home antigen rapid tests (4 tests total) on (B)(6) 2022. According to the instructions, all 4 tests were of "test set 1" which contained pre-filled tubes (test set 2 on the other hand, contains an empty tube and a sealed solution). On (B)(6) 2022 we needed to test to see if we were covid+. We used all 4 tests. All 4 tests resulted in failure because the control line did not even appear. We eventually found another set of ihealth tests with test set 2 inside and succeeded in getting valid tests (i.e. The control lines appeared). FDA safety report ID# (B)(4).